Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a cardizem drip was infusing at 15mg/hr. The nurse went out of the room and when she came back in the pump was off. Upon questioning the other staff no one reported they turned the device off. There was no patient harm or medical intervention. No further patient/event information was reported.